Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was found during evaluation. The cause for the iipv found in the logs was determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1492ml, indicating the home patient (hp) drained 1492ml more than their programmed fill volume of 2200ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has never reported any symptoms of overfill. The nurse stated that the patient has been resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.